Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead impedance was significantly higher than normal. It was also noted that capture thresholds had been rising. The patient was being monitored. The patient was stable.